Event description:
The reporter stated that during removal of several biopatch, the blue part separates from the white part and adheres to the tagaderm dressing and to the peripherally inserted central catheter (PICC). The catheter has been observed to be pulled out by about 1-2cm. This happens mainly when the disk is moist. The directions for use state "to remove the bioclusive dressing pick up the corner of the dressing and stretch the dressing away from the catheter, holding the catheter in place...". No product is available for return.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.